Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The software files were reloaded. The system is operating as intended.

Event description:
The customer reported that the 7900 system failed to boot up completely. No patient injury was reported.